Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de was clogged. This occurred on 3 occasions during use. The following information was provided by the initial reporter: needles not permeable.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/11/2020. H.6. Investigation: three sealed 31g x 5mm pen needle samples were returned from lot. No. 9288469, cat. No.320522. Clog testing was carried out on all three samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 31 g 5 mm 5b xtw 105bx de was clogged. This occurred on 3 occasions during use. The following information was provided by the initial reporter: needles not permeable.